Event description:
The patient was undergoing treatment for a 70% stenosis in the left carotid sinus with a balloon and stent. Nine months post procedure the patient suffered a transient ischemic attack (tia) in the territory of the treated vessel due to re-stenosis and underwent re-intervention eight days later. The tia resolved with out sequelae.

Event description:
The patient was undergoing treatment for a 70% stenosis in the left carotid sinus with a balloon and stent. Nine months post procedure the patient suffered a transient ischemic attack (tia) in the territory of the treated vessel due to re-stenosis and underwent re-intervention eight days later. The tia resolved with out sequelae.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A review of the device history record (DHR) was conducted for this batch and no non-conforming issues and/or events were associated with this batch. The device met all required specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack (tia) is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.